Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to upgrade to a serious injury report and update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system recorded high out-of-range pacing impedance measurements in the right ventricular (rv) lead. Additionally, increased pacing thresholds and an unusual morphology in the shock impedance measurements were noted. Technical services (ts) recommended follow-up lead testing and to consider a chest x-ray to assess for potential lead dislodgement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that the cause for the lead revision was dislodgement and the lead was unable to be repositioned. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system recorded high out-of-range pacing impedance measurements in the right ventricular (rv) lead. Additionally, increased pacing thresholds and an unusual morphology in the shock impedance measurements were noted. Technical services (ts) recommended follow-up lead testing and to consider a chest x-ray to assess for potential lead dislodgement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that the cause for the lead revision was dislodgement and the lead was unable to be repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 3 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to upgrade to a serious injury report and update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system recorded high out-of-range pacing impedance measurements in the right ventricular (rv) lead. Additionally, increased pacing thresholds and an unusual morphology in the shock impedance measurements were noted. Technical services (ts) recommended follow-up lead testing and to consider a chest x-ray to assess for potential lead dislodgement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system recorded high out-of-range pacing impedance measurements in the right ventricular (rv) lead. Additionally, increased pacing thresholds and an unusual morphology in the shock impedance measurements were noted. Technical services (ts) recommended follow-up lead testing and to consider a chest x-ray to assess for potential lead dislodgement. No adverse patient effects were reported. This rv lead remains in service.